Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, micro dislodgement was observed on the right atrial lead. When the lead was being revised, the physician noticed lead insulation damage. The lead was explanted and replaced. No complications were noted, and the patient was discharged.